Event description:
The patient had a car accident on (B)(6) 2012 and ¿immediately¿ noticed implantable neurostimulator (ins) ¿issues.¿ the patient was fine following the accident and did not need medical attention. Following the accident, the stimulation was turning off and on ¿on its own.¿ the patient also needed to charge more frequently than anticipated. The patient met with the manufacturer representative on (B)(6) 2014 and impedances were checked. The impedances seemed in a normal range (600-800s). In addition, the patient¿s last six charge cycles were reviewed. The patient was getting great coupling (8/8) and was able to charge to 100% on five of the last six charges (other time the duration was much shorter). When stimulation was turned on, the patient felt it exactly as she always had and the patient commented that the programmer showed the need to charge (the battery was ¾ full). However, the patient was referring to the programmer¿s icon and not the ins. The patient used the charger in the presence of the manufacturer representative and quickly obtained full charge as anticipated because the patient had just charged to full the previous night. The patient also had a system for cervical pain and the patient stated she charged this one (for lower back pain) more often than that the device used for the cervical area. The manufacturer representative explained that this was expected as she used higher voltage on the device for lower back pain and also used it more often. The manufacturer representative explained to the patient that the stimulation turning off by itself, was actually it going dead/depleting, and the patient needed to recharge. The patient confirmed this by showing the manufacturer representative in the manual she would observe following it turning off (the recharge ins icon). The patient was re-educated on the programmer icons. The manufacturer representative spoke to the doctor and he agreed that it was just a matter of re-education and that the system appeared to be operating as normal. The manufacturer representative reassured the patient that all appeared normal. The system was charged to full and working in proper order. There was no further action required at this time. The event occurred during normal use. The patient¿s status at this time was alive with no injury/adverse event. Later, the patient called again on (B)(6) 2014, and reported there was a loss of therapeutic effect and stimulation had not worked for ¿quite some time¿ and reported that these issues occurred following the car accident in (B)(6) 2012. The manufacturer representative was notified with one to two weeks of the accident. The patient worked with the healthcare professional (hcp) and/or the manufacturer representative but was told the ¿connectors were not firing.¿ the patient continued to recharge even though therapy ¿was not really working.¿ the product status was implanted and remains in service. Later, the manufacturer representative stated that there was "one implant and then another implant and those were like (B)(6) of 2012." It was not clear what this meant. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va01v2c, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# va00w3e, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v809649, implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).